Event description:
It was reported per medwatch mw5106794: patient's mother called reporting defective supplies 2 cassettes both from same box and mini spike when drawing the remodulin from vial. The concentrate leaked through the valve. Pt's mom states that she does not need to replace the supplies as she still has extra she just wants to report what happened. No patient injury was reported.

Event description:
It was reported per medwatch mw5106794: patient's mother called reporting defective supplies 2 cassettes both from same box and mini spike when drawing the remodulin from vial. The concentrate leaked through the valve. Pt's mom states that she does not need to replace the supplies as she still has extra she just wants to report what happened. No patient injury was reported. Additional information received by ICU medical on 2/28/2022: patient information was provided. It was reported that the device is no longer available for return.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04825. The report was submitted in error.